Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited to loss of capture (loc). Subsequently, this rv lead was explanted. No additional adverse patient effects were reported. Additional information: information from the field indicated that the patient had tricuspid regurgitation (tr) and the device was explant to reduce the tr. No additional adverse patient effects were reported.